Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited functional under-sensing of supraventricular tachycardia. As a result, the rate discriminators interpreted the rhythm as ventricular tachycardia and delivered inappropriate shock. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.